Event description:
On 05/06/2025, it was reported by a sales representative via (B)(4) that an ar-8916-23 drill guide has an unknown broken drill bit stuck inside it. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Upon visual inspection, it was noted that the device does not have any issues. Functional testing was performed, and noted that the inner sleeve moves freely within the outer sleeve and end cap. No problem found with the device returned.